Event description:
It was reported the patient presented to clinic for routine follow-up. The atrial lead had a high capture threshold. Programming changes were made to restore normal parameters. There were no patient consequences or symptoms before, during, or after this event.